Event description:
A health care professional called stating a patient's hba1c results on the a1cnow system were 10.9 and 12.5% on consecutive days. The patient also received a result 5.5% from the doctor's office five days prior. The differences between the tests could be clinically significant. No adverse events were alleged. The customer is to return the kit for evaluation. A new kit was sent.

Manufacturer narrative:
Patient information was not provided.